Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgery with persistent back pain, degenerative disc disease with foraminal stenosis at l5-l6 on the right. The patient underwent a procedure for anterior lumbar interbody fusion at l5-l6 with implant of anterior plate, bone graft, and rhbmp-2/acs. On (B)(6) 2004, the patient was discharged from the hospital. On (B)(6) 2009, in an ov to establish care the patient presented brbpr ¿ occasional blood in stool that is bright red (started two years ago); occasional tenesmus; pain in left groin (which started ¿after his 2005 lumbar surgery¿), back pain, cranial nerves ii-xii grossly intact, and painful ejaculation ¿since foley catheter in 2005¿. On (B)(6) 2005, per primary care notes (B)(6) 2013 ¿ the patient presented bell¿s palsy and prostatodynia. On (B)(6) 2009, per primary care notes (B)(6) 2013 ¿ the patient presented low back pain. On (B)(6) 2009, the patient presented with a left nasal, nasal vestibular/septal abcess which was treated with incision and drainage. On (B)(6) 2009, per primary care notes (B)(6) 2013 ¿ the patient presented hyperlipidemia and gastroesophageal reflux disease. On (B)(6) 2009, the patient presented low back pain with muscle spasms which he stated ¿feels it is affecting his other joints¿, shooting pains into right foot, numb toes, and muscle cramps. The patient was positive on audit c ¿ alcohol. On (B)(6) 2010, per primary care notes (B)(6) 2013 ¿ the patient presented testicular disorder. On (B)(6) 2010, addendum note: ¿the patient presented a painful left groin with urination and standing, working and also ejaculation (which was reported as having been ongoing for the past three years). The patient also reported some bleeding with bowel movement and back pain. On (B)(6) 2010, a scrotal us was performed which demonstrated ¿ focal left epididymal tail echogenicity and mildly increased perfusion, suggestive of mild focal epididymitis; bilateral hydroceles with no testicular mass or evidence of torsion.¿ on (B)(6) 2010, the patient presented low back pain. An ap and lateral view of the right knee was taken which demonstrated ¿mild to moderate tricompartmental degenerative change and small quadriceps tendon enthesopathy.¿ an ap and lateral view of the left knee was taken which showed ¿moderate lateral and mild medial and patellofemoral compartment degenerative changes; and quadriceps tendon enthesopathy at its insertion on the patella.¿ on (B)(6) 2010, the patient presented back pain and trouble sleeping. The patient also reported painful ejaculation. On (B)(6) 2010, per primary care notes (B)(6) 2013 ¿ the patient presented epididymitis. On (B)(6) 2011, the patient presented ¿new pain in the lower thoracic spine with spinous process tenderness and hyperaesthesia of the lumbar are. The patient was also having trouble with and sleeping and experiencing painful ejaculation. On (B)(6) 2011, the patient presented back pain, reoccurrence of bell¿s palsy; hyperaesthesia of lumbar skin intolerant to touch with a subcutaneous protrubance (t11) over the spinous process that is tender to touch. On (B)(6) 2011 in a case management note it was stated that a MRI of the thoracic spine was performed that demonstrated ¿multilevel endplate schmorl's nodes from t4 through t10, with probable small subacute schmorl's node at t8; multilevel small posteriorly and anteriorly projecting disc bulges, without central canal stenosis; partially-visualized, l1-l2 small concentric disc bulge causing mild right neural foraminal stenosis.¿ per a (B)(6) 2011, addendum to the case management notes on (B)(6) 2011, the doctor stated ¿ ¿ I am concerned about the extent of changes of disc to the t9 vertebrae and the change in the disc from t9-10.¿ there definitely is some edema noted in the t9 vertebra inferior aspect.¿ on (B)(6) 2011, per primary care notes (B)(6) 2013 ¿ the patient presented impotence. On (B)(6) 2011, per primary care notes (B)(6) 2013 ¿ the patient presented senile nuclear cataract, cortical senile cataract, and presbyopia. On (B)(6) 2012, per primary care notes (B)(6) 2013 ¿ the patient presented senile cataract and preglaucoma. On (B)(6) 2012, in a pain control follow up the patient presented spinous process tenderness and hyperaesthesia of lumbar area. On (B)(6) 2012, the patient presented low back pain radiating into his legs; tingling in leg; loss of appetite; bell¿s palsy acting up due to stress; spinous process tenderness and hyperaesthesia of lumbar area; painful ejaculation with mild focal scrotal epididymitis; hypertension, peripheral nerve disease, major depression, and vitamin d deficiency. On (B)(6) 2012, the patient presented pain in the ankles, knees, elbows and back; ringing in his ears getting worse in the last two months; and a noticeable tremor. He also presented ongoing lbp, failed back surgery syndrome s/p l4-5 fusion; hyperaesthesia of the lumbar skin intolerant to touch; at t11 there was subcutaneous protrubance over spinous process; left eye hyperlacrimation with bell¿s palsy; edema suprapatellar area right knee; antalgic gait with cane, painful ejaculation and a vitamin d deficiency. On (B)(6) 2013, the patient presented lumbar and thoracic spine pain (10 out of 10), ¿poppin¿ knees with swelling in the right knee; a balers cyst or ganglion cyst on the dorsal hand and one on the dorsal foot. He mentioned he is applying for disability. He also presented lbp, failed back surgery syndrome s/p l4-5 fusion, hyperaesthesia of the lumbar skin intolerant to touch; left eye hyperlacrimation with bell¿s palsy; edema suprapatellar area right knee; antalgic gait with cane and painful ejaculation and epididymoorchitis. He also presented peripheral neuropathy secondary to lumbar discogenic disease and a vitamin d deficiency. On (B)(6) 2012, the patient presented knee and back pain; collarbone abnormality, and trauma to the left maxilla. ¿he was injured last month and thinks he may have broken his collarbone on the right. A car fell off the jack and onto him and the collarbone now has a lump on it.¿ two frontal views of the right clavicle were taken which demonstrated ¿..healing comminuted, mildly displaced, angulated, overlapped fracture of the mid to distal-third clavicle as described. No definite widening of the coracoclavicular interval to suggest ligamentous disruption.¿ lateral and ap views were taken for a trauma to the left maxilla from a fall from a tree. These views demonstrated ¿asymmetric soft tissues overlying the left zygoma. No definite fracture visualized.¿ on (B)(6) 2013, the patient presented chronic pain in the back and shoulders, right arm tingling down to the fingers and to a lesser degree in the left arm; lbp, failed back surgery syndrome s/p l4-5 fusion, hyperaesthesia of the lumbar skin intolerant to touch; left eye hyperlacrimation with bell¿s palsy; edema suprapatellar area right knee; antalgic gait with cane and painful ejaculation, and epididymoorchitis. The patient also presented peripheral neuropathy secondary to lumbar disogenic disease and a vitamin d deficiency. Clavicle fracture healing but displaced.